Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she can not remove the vial from insulin pump and cannot put the new reservoir in the compartment because the bottom piece was stuck in there. Blood glucose was 325 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).